Event description:
The customer contacted physio-control to report that their device is not charging via ac power (blinking ac mains light, battery voltage). In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56". Three attempts have not yet been made.

Event description:
The customer contacted physio-control to report that their device is not charging via ac power (blinking ac mains light, 0 battery voltage). In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.